Manufacturer narrative:
Document review: gmk tibial insert fixed postero stabilized - ref. (B)(4)/lot. 080173. Document review was carried out on the lot 080173 (10 pieces produced): all parameters were found to be conforming to specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Pieces were not retrieved for failure investigation. X-rays were not provided for analysis on the correct implant positioning during primary surgery. The revision surgery is associated to an infection event. On the basis of the batch record review, a device involvement is high unlikely.

Event description:
There was an early stage infection after the first surgery and the surgeon changed the insert in a second surgery.